Manufacturer narrative:
One 8fr angio-seal vip was returned for product evaluation. The returned product included the hemostasis sheath mated with the carrier tube assembly, locator, tamper tube and a portion of the suture. The device was subjected to visual analysis. The carrier tube was mated to the hemostasis sheath. The locking mechanism was set to full rear lock position. The clear stop was released. The suture was observed to have a clean cut distally to the clear stop. There were no signs of deformation or damage on the returned device. The complaint could not be confirmed as the device was consistent with full deployment and no visual anomalies were noted. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date - device not implanted. Explanted date - device not explanted. Initial reporter address - (B)(6). Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician indicated first that the light blue tamping tube did not come out. This occurred because the suture was locked and was not pulled. As the collagen was not moistened beforehand, it was unlikely to consider that this was due to swelling in the collagen sheath. On the other hand, since the suture did not come out that much, it was assumed that the suture locked due to a failure of the spool. Using forceps, the tamping tube at the tip of the sheath that is flattened was managed to be picked up and removed to achieve hemostasis. Subsequently, hemostasis was successfully achieved. Since the physician did not know how to handle this, which is cutting the proximal part of the insertion sheath with scissors, the solution was explained to the physician. The procedure before deploying the device was a carotid artery stenting (cas). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage. There were no other devices or equipment used with the reported product.